Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in use when the issue occurred. No patient or user harm reported. The responder also reported that the customer reset the oxygen concentration, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed the self-check, and was showing a low oxygen concentration. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The customer reported that the self-check could not be completed successfully. A follow up was performed with the key market (km), and it was reported that the device failed the self-check, and that the oxygen concentration was low. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6).